Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. A sap search found no product was available from this lot for evaluation. The device history record review performed on potential related lots revealed no non conformances or other abnormalities. Product labeling, material, and process controls were within specification.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support to report a cassette fluid leak which had occurred during treatment. Upon followup with the patient&#62688;pd nurse, she stated that she was aware of the cassette fluid leak the patient experienced. She confirms that no prophylactic antibiotics were given, the effluent remains clear, and there were no infections. There were no serious injuries as a result of this event. The patient remains with the ccpd program.